Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient has a driveline infection that was (B)(6). Thick yellow driveline drainage after driveline trauma. Redness and tenderness present at exit site. No fever/chills or vomiting. Received ciprofloxacin and doxycycline. Driveline culture obtained. Patient cancelled and no-showed to multiple infectious disease appointments for follow-up to (B)(6) driveline culture result. When susceptibilities resulted he was started on cephalexin 500 mg every 6 hours for 1 month. Continued to have a chronic driveline infection that had been suppressed by ongoing cephalexin at 500 mg every 6 hr. The patient on lifelong oral antibiotics.